Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for 6 months, the patient's implantable neurostimulator (ins) has been taking a long time to charge resulting in the ins not being able to fully charge. The patient stated that they often are only able to get the ins half charged. As a result of the ins charging difficulties, their ins shut off three weeks ago because the ins battery was too low or depleted, and they felt a "shock" when they turned the ins back on. During the call, the recharger was showing that the ins was turned off and the ins was charging between 0-25% (first quartile). It was reviewed that the ins shuts off when the ins battery is low or depleted. It was also reviewed that the ins will need to be charged to at least 25% before it can be turned back on. They were advised to get guidance from the managing healthcare provider (hcp) before turning the ins back on. They stated there were initially 4 coupling boxes filled in, but they were able to get all 8 coupling boxes to fill in after repositioning the recharger antenna. By the end of the call, the ins was charging between 25-50% (second quartile).the issue was not resolved. The patient was redirected to their hcp to further a ddress the issue.